Manufacturer narrative:
Batch review performed on 01 april 2021. Lot 160108: (B)(4) items manufactured and released on 02-may-2016. Expiration date: 2021-04-20. No anomalies found related to the problem. To date, all items of the same lot have been already sold. No other similar events have been reported on this lot since 2017.

Event description:
Revision surgery performed 4 years 6 months after the primary surgery due to stem mobilization. The surgeon revised the stem, head, and liner.